Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. The account indicated the use of bss as the viscoelastic. Bss is not a qualified to be used as a viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instruction's (IFU). The account indicated the use of bss as a viscoelastic. Bss in not qualified to use as a viscoelastic for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The investigation has been completed based on current information. Complaints are reviewed and monitored for adverse trends on a monthly basis. No adverse trends have been observed associated with the reported product and event. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that lens was scratched. This had been seen after implantation. Lenses was implanted and only then was the damage discovered. It was not in the optical area and therefore not explanted. Additional information has been received that in the surgeon's opinion event may caused by cartridge. There was no patient harm.